Event description:
The email received for (B)(4) study indicated that one post index procedure, the patient experienced an mi/ischemic event, elevated cpk/ck-mb/troponin, classified as a myocardial infarction. The diagonal branch "jailed" during deployment of the stent. Treatment attempted for jailed side-branch, which was unsuccessful. Treatment for the mi included observation, ntg and morphine for anginal symptoms. Pci was performed on an 80% restenotic lesion (after unknown bare metal stent implanted on (B)(6) 2009) in the proximal lad of 33mm in length in a 2.75mm vessel diameter. The (b1) lesion was not considered anatomically complex. The lesion was pre-dilated with a 2.5x15mm non cordis balloon at 8 atm during which a dissection (type not documented) occurred and before the stent was implanted. A 2.75x33mm cypher stent was deployed at 11 atm, resolving the dissection which was not flow limiting. However, a side branch occlusion occurred during stent deployment. Post-dilatation was performed with a 2.75x15mm balloon at 18 atm. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. The patient was discharged home without problems.

Manufacturer narrative:
Concomitant devices ((B)(6) 2010): voyager rx, quantum maverick rx, nc quantum apex, 6fxblad 3.5 cordis guiding catheter and 0.014 prowater 180cm guidewire. Concomitant medications ((B)(6) 2010- intra-procedure): angiomax was administered bolus: 13ml angiomax, drip: 30ml/hr (250mg angiomax/50ml ns), versed, fentanyl, ic ntg, plavix, aspirin, lasix. Concomitant medications ((B)(6) 2010- post-procedure): plavix 75mg and asa 162 mg. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
A report received for the (B)(4) study indicated that during a pci, a side branch was occluded post deployment of a cypher stent. The patient experienced elevated cardiac enzymes and was diagnosed with a myocardial infarction post-procedure. Pci was performed on an 80% restenotic lesion of a previously implanted unknown bare metal stent in the proximal lad. The lesion was 33mm in length in a 2.75mm vessel diameter. The (b1) lesion was not considered anatomically complex. The lesion was pre-dilated with a non-cordis balloon at 8 atm during which a dissection (type not documented) occurred before the stent was implanted. A 2.75x33mm cypher stent was deployed at 11 atm, resolving the dissection which was not flow limiting. However, a side branch occlusion described as "diagonal branch jailed" occurred during stent deployment. The stent was post-dilated with a 2.75x15mm balloon at 18 atm. Treatment was attempted for the jailed side-branch, which was unsuccessful. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Treatment for the mi included observation, ntg and morphine for anginal symptoms. The patient was discharged home without problems. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to the side branch occlusion reported and subsequent mi.